Manufacturer narrative:
Lot review: a two year review of the complaint database for this list/similar problem did record additional reports and investigations. A review of those investigations where devices were returned recorded mixed results, including no defect found; usage; cannot determine and mfg./ design. Visual inspection: received one (1) packaged ch2000s, spinning spiros; lot# 3311262; one (1) packaged b1434 8: (20cm) appx 0.48 ml, smallbore ext set w/0.2 micron filter, clamp, rotating luer; opened package bbraun infusomat space pump IV set ref 363430. Functional testing: the new ch2000s spinning spiros was attached to the bbraun infusomat space pump IV set in (B)(4) at a connection torque (o-2g-021) of 1.95in-lbs. The new ch2000s spinning spiros meets product performance expectations for connection torque. Final analysis summary: the new ch2000s spinning spiros meets product performance expectations for connection torque and shows no propensity to prematurely disconnect from a mating device. ICU medical will monitor and trend.

Event description:
Complaint received reporting of the spiros disconnecting from the bbraun pump set. Unprotected chemo exposure reported but no adverse patient consequences reported.